Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the affected side is the right.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : review of the received device confirmed the reported event of "plug connection between femoral prosthesis and stem defective". No evidence of product error as a contributing factor to the reported event was identified and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : no deviations or anomalies were found for the routed operations completed at the warsaw facility. H10 additional narrative:  corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is reporting to nca (bfarm): "plug connection between femoral prosthesis and stem defective. This makes necessary a large revision surgery."